Event description:
It was reported that impedances were out of range at the time of implant. Fluid was noted inside the lead channels. An attempt was made to remove the fluid with suction and angio on a syringe; however, impedances continued to be out of range. The patient was retested intra-operatively but adequate coverage could not be achieved. Lead impedance measurements were within normal limits. A different neurostimulator was implanted and the patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A supplemental report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the neurostimulator, model 37711, serial# (B)(4) found no anomaly.